Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter and claimed readings were off by 50 to 100 points.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.